Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: during use of the second firing a doctor found malformation of staples. Even replaced sulu for the one in the unit with the concerning instrument, the same trouble was duplicated. Opened new sulu and confirmed no problem to complete the case. No patient harm. Operating time extended: less than 30 min. Additional tissue resection: yes. Tissue damage: no. Nothing fell into the cavity. No bleeding. Patient info gender: female, age: unknown, weight: unknown. The customer did not report if reinforcement material was used.